Event description:
It was reported that patient still having a pain around the battery site. It was noted that when the stimulation is on feel or no feel it aggravates the incision and around the ipg site. The patient underwent an explant procedure where all devices were removed. The explanted device will not be return as it was dumped at the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial:(B)(6). Batch: 7072149.